Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump experienced an undefined speaker issue. Blood glucose was not impacted. Reportedly the replacement pump has arrived and customer continued therapy.